Manufacturer narrative:
Submit date: 04/18/2011. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a peritoneal dialysis catheter adapter. The customer reported to baxter a separation between the transfer set and plastic beta cap adapter. The separation occurred while the pt was sleeping; there was no pt injury however prophylactic antibiotics were given.